Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/unstable thresholds, and high/infinite impedance measurements. In addition, there was noise visible on the electrogram, and the lead was reported to have fractured. The lead was cut and capped. No patient complications have been reported as a result of this event.